Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6) and product type: programmer, patient product ID: 97745bp, serial# (B)(6) and product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: 97745bp and serial/lot #: (B)(6). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed a cracked connector support. H3: analysis of the 97745bp patient programmer battery pack (serial number (B)(6)) revealed that it wouldn't charge. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said said their controller was unresponsive when they tried to recharge. Patient said the last thing they saw before it went unresponsive was a message about the battery being dead (patient did not have any further details regarding the screen). Patient mentioned that they tried plugging the controller into the ac power supply and they would only get a solid green light and nothing displayed on the screen. The patient was walked through removing the battery pack, plugging the controller into the ac power supply, patient said the controller only displayed a solid green light above the screen and the screen did not power on. A replacement controller was sent out. Patient later called back and said they received the replacement controller, and they said they were expecting a replacement battery pack as well. Patient said they hadn't tried their current battery pack in the new controller yet. Patient inserted battery pack into the controller and said the controller did not power on. They plugged controller into the ac power supply; controller powered on. Patient confirmed that the green light above the controller screen was not flashing or on. Patient then went through the pairing controller screens until they got to the connect screen. Patient unplugged controller from ac power supply and saw a battery empty screen. No symptoms were reported. Additional information was received a nd it was reported that they received the battery pack and put it in the new controller, and they have tried everything but can't get the controller to work. On the call, patient had the ac power supply plugged into the wall, and confirmed green light was on. Patient then plugged controller into ac power supply and confirmed seeing green light flashing. Patient then saw the pairing controller screens, and connected the recharger; patient immediately got battery empty-cannot continue. Recharge the controller. Patient initially said they only had the controller plugged in to charge for 10 minutes, and then said the other day they let it charge "forever". Patient said the controller light blinks but never turns solid green.